Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 2 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned sample. Dried residue could be felt within the catheter. Slight tensile weakness was observed in the catheter at various locations along its length. A microscopic observation revealed a split in the catheter near its distal end. The split was observed to be straight in the middle and curved at the corners. The catheter was dissected and what appeared to be abrasive damage was observed near the split on the interior surface of the catheter. The edges of the split were observed to be mostly straight but rough. A metallic residue was observed in one corner of the inner side of the split. A hard, clear, crystalline residue was observed within the catheter near the split. While the exact cause of the damage observed in the catheter is unknown, possible causes include damage from manipulation of the stiffening stylet prior to flushing the catheter and over-pressurization of the catheter. A lot history review (lhr) of rect0098 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was punctured. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was punctured. No other information was provided.